Manufacturer narrative:
Updated: b3, b5, e2, e4, h6 and d (concomitant products).

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ while attempting to use infusion pump, it displayed error code:210.4150 and would not work. Prime medication was inserted into the pump then place on the patient. Device malfunction - that is, the device did not do what it was supposed to do." Although requested further information was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ while attempting to use infusion pump, it displayed error code:210.4150 and would not work. Prime medication was inserted into the pump then place on the patient. Device malfunction - that is, the device did not do what it was supposed to do." An incomplete date of event of (B)(6) 2020 was provided. Although requested further information was not provided.

Manufacturer narrative:
The reported issue that the device displayed error code 210.4150 and would not work could not be confirmed; no product or device logs were returned for investigation. Device history review: a review of the device history record showed the device had a manufacture date of 09/10/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ while attempting to use infusion pump, it displayed error code:210.4150 and would not work. Prime medication was inserted into the pump then place on the patient. Device malfunction - that is, the device did not do what it was supposed to do." An incomplete date of event of (B)(6) 2020 was provided. Although requested further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ while attempting to use infusion pump, it displayed error code:210.4150 and would not work. Prime medication was inserted into the pump then place on the patient. Device malfunction - that is, the device did not do what it was supposed to do." An incomplete date of event of (B)(6) 2020 was provided. Although requested further information was not provided.